Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via merlin.net low atrial pacing lead impedance and noise was observed. No intervention would be done for now, the physician decided to reprogram the device and wait until implantable cardioverter defibrillator had reached elective replacement indicator.